Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and remotely and confirmed system is not booting up. Customer were getting a message on the tsm (touch screen monitor) stating it could not connect to the host pc. After reviewing the log file rse confirmed that the malfunction in frontal ip-pc. Upon trouble shooting rse confirmed the issue with host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. On 13nov2023, the engineer assisted the customer to replace host pc and hard disk, after replacing host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use. No user or patient harm has been reported.a philips remote service engineer (rse) instructed the onsite biomedical engineer to replace the host-pc after confirming this pc was not turning on and the hard disk. The device was returned to expected functionality.